Event description:
It was reported that the customer stated that she had to call the ambulance due to a reaction with the insulin. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.